Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-24472. It was reported that the patient presented with an infection. The entire system was explanted. No further information was reported.